Manufacturer narrative:
The assembly was previously redesigned ((B)(4)). However, at this facility the retrofit was performed incorrectly by service personnel.

Event description:
The boom arm assembly of the synchrony respiratory tracking system unexpectedly detached from the mounting pole during manipulation by the user. The user did not report serious injury. There was no patient involved.